Manufacturer narrative:
The event type was updated to serious injury from malfunction and section b1,b2, b5, and h1 was updated accordingly. Product complaint # (B)(4). Investigation summary: in regards to the placement signal issue, pump did no start and low or blocked pump flow, there was no defect found with the returned product, but the cause of the issues cannot be established as no data logs were returned. Device history lot: device lot : 1976075. Device history batch: subcomponent lot : n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
As the device replacement took place temporary loss of support will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption, however the replacement was performed with no consequence to the patient and support.

Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.

Event description:
It was reported that a patient implanted with an impella cp experienced a placement signal low alarm and a suction alarm. The impella would not start. Another impella cp was used to continue patient support.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.